Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that there was an emergency room visit for their high blood glucose levels and ketones. Customer's blood glucose reading was 600+ mg/dl. Customer treated with insulin injections and fluids. Customer reported that the insulin pump was exposed to moisture. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is expected to return.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self test, unexpected restart error test and displacement test however, pump alarmed compromised force sensor system during the prime test at 4 lbs due to moisture damage to the force sensor resistor. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, and the dat test due to compromised force sensor system alarm. Moisture damage was also found on the electronic assembly, vibrator assembly, motor, and battery tube during visual inspection. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window.